Event description:
Healthcare professional reported left side rupture and textured to smooth implant exchange due to patient's concern with the product. The manufacturer of the device is unknown. Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : d.6a.

Event description:
Healthcare professional reported left side rupture and textured to smooth implant exchange due to patient's concern with the product. Healthcare professional additionally reported "minimal shell integrity." Device has been explanted.

Event description:
Healthcare professional additionally reported, "minimal shell integrity".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and textured to smooth implant exchange due to patient's concern with the product. The manufacturer of the device is unknown. Device has been explanted.